Event description:
It was reported that a caregiver sought assistance to change the insulin cartridge and infusion set on an ilet pump, encountered difficulty inserting the cartridge because the rewind step had not completed, and then successfully completed the change and priming after guidance, with no leaks or device errors; the issue related to an incorrect procedure during supply change and involved the pump plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem due to improper or incorrect procedure during the rewind and cartridge insertion steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The caregiver was also educated that the cartridge expiration alert reflects a duration limit rather than insulin potency and was advised to monitor blood glucose for delivery concerns. Customer care availability was confirmed.